Manufacturer narrative:
Investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The device history records (DHR) for the device was reviewed. The associated device was released based on company acceptance criteria. (B)(4).

Event description:
Surgeon reported no side cuts at the inferior position on a patient's left eye during lasik. Surgeon manually opened the incisions with a syringe. There are two related reports for this patient. This report addresses the patient's left eye, and another manufacturer report will be filed for the fellow eye.

Manufacturer narrative:
The logfile review shows two treatments for the date of treatment. Both treatments show no warnings, errors, or other deviations. The user could achieve valid and good suction values and performed both treatments without any interruption. Also the energy values show no relevant deviations during the two treatments. No abnormalities or deviations can be identified by the logfile review. Clinical review: the review of the treatment report does not reveal any abnormalities at the area of concern that could have caused the uncut area. Video review: the cutting procedure concludes with a complete side cut on the applanation cone , confirming good function of the device. At the flap lift, circular line shaped structures appear, determined to be from an earlier cut. Accordingly, the flap lifting was not possible in areas where an earlier side cut has crossed the new flap creation, since flap dissection or tags formed. The device history records (DHR) for the device was reviewed. No abnormalities that could have contributed to this event were found. The associated device was released based on the company's acceptance criteria. The root cause for missing side cut is the preexisting flap cuts. (B)(4).